Event description:
Reporter indicated that vns pt was explanted due to wound dehiscence and infection. It was reported that after generator replacement surgery for end of service, the chest incision never healed properly and eventually became infected. Both the lead (leaving electrodes) and generator were explanted as a result of the infection. The pt's family member reported that after generator replacement surgery, the chest incision opened up completely, exposing the generator. Emergency surgery was performed to close up the incision, after which the pt developed an infection and was hospitalized for three weeks for IV antibiotic therapy. One month later, the pt was hospitalized a second time due to wound dehiscence. Exploratory surgery was performed, during which signs of infection were noted. Upon receipt of laboratory test results, infection was confirmed and an additional surgery was performed to explant the vns therapy system. Review of manufacturing records for both the pulse generator and the bioplar lead confirmed sterilization of devices. Further follow-up with treating neurosurgery revealed that pre-operative, intraoperative and post-operative antibiotics were prescribed at that time of generator replacement surgery. The infection was present at the pulse generator/pocket area. Investigation to date has been unable to determine the cause of the reported infection.